Event description:
It was reported that a user sought guidance about recurrent low blood glucose after air travel, including a recent reading of 41 mg/dl with shaking, and received counseling on in-flight procedures for using the ilet and a referral to the clinical support line. Symptoms included hypoglycemia with tremors. Outcomes included the need for acute carbohydrate intake with oral glucose. Investigation included troubleshooting and education by customer support. Investigation of this case revealed an unclear cause of hypoglycemia without identified device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.